Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure the balance middleweight (bmw) guide wire was used and it was noted that the tip had separated. Additionally, it was reported to have occurred with two different bmw guide wires. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent information received states the access was via radial artery. The guide wire was split or separated but remains attached and there was no report of force being used. No additional information was provided. Return device analysis revealed the guide wire was not separated, only a kink was present at the distal end.